Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The device was implanted via l-p shunt to the patient on (B)(6) 2016. The initial setting pressure is unknown. On (B)(6) 2016, the surgeon confirmed aggravation of hydrocephalus by image diagnosis. The setting pressure could not be changed. It was found that the device have turned over on the next day of the surgery on investigation retrospectively. The surgeon was able to adjust setting somehow. The patient is currently being monitored. There was no adverse consequence to the patient and no information was provided by hospital reported.